Event description:
On (B) (6) 2006, this patient was treated with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and iliac extender component. The patient was reported to be doing well post-operatively. On (B) (6) 2008, a control computed tomography scan revealed a type I endoleak. On (B) (6) 2008, a reintervention was performed whereby an aortic extender component was implanted to treat the type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted as the lot number of the device was not provided.